Manufacturer narrative:
On july 19, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 625cc breast implant had creases/folds on both views. Additionally, a tear measuring approximately 0.2 cm was found within a crease/fold on the posterior view. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A second product was received (lot-5804222). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the patient was also replaced bilaterally with mentor saline implants. On (B)(6) 2021, mentor received additional information indicating that the replacement devices were the following: (right) 800cc mentor smooth round moderate plus profile saline catalog: 3502800 lot: 9528839 sn: (B)(6) and (left) 800cc mentor smooth round moderate plus profile saline catalog: 3502800 lot: 9561863 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 625cc mentor smooth round moderate profile saline breast prostheses, suffered right breast implant deflation, post-procedure. The patient was lifting something heavy when they felt pain in the right breast. The deflation was also diagnosed via consultation with a health care professional. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.